Event description:
A nurse reported that a pt was undergoing vitrectomy surgery on her left eye, when the cutting stopped. The procedure was completed and there was no pt harm.

Manufacturer narrative:
A complaint sample is enroute to the MFR. The device history records for the components lots were reviewed. The three associated lots were released based on company acceptance criteria. No abnormalities that could have contributed to the complaint were found during the review. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 dfr 803.56 when additional reportable info becomes available. (B)(4).